Manufacturer narrative:
Pivot lock on all four brake casters worn. Brake casters need to be replaced. Replaced all four brake casters.

Event description:
Tech called and alleged that during pm, he found the casters did not hold the swivel lock when in brake. He was in the ed dept. No report of injuries due to this issue.